Event description:
It was reported an issue with monomend mt suture. The client (veterinarian) reported that the suture is breaking when trying to tie knot. No more information has been provided.

Manufacturer narrative:
PMA/510k: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 6 closed samples. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results of 5 of the units fulfill the requirements of the european pharmacopoeia (ep): 2.88 kgf in average and 2.81 kgf in minimum (ep requirements: 1.80 kgf in average and 0.91 kgf in minimum). However, one of the samples breaks into pieces when trying to analyze it. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. -thread raw material batches have been reviewed and there are no abnormal movements of them in the system. -there are no internal non conformities (inc) related to this code batch. There are no maintenance reports of any of the packaging machines used in the manufacture of this code batch. -there are no previous complaints of any of the code-batches manufactured with any of the thread raw material batches. After an exhaustive investigation and after checking the aluminum foil of this sample, we could not find any hole or damage. Therefore, we could not conclude any particular or specific cause offering the issue informed by the customer. If additional information is received, we will reopen the case for further investigation. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.